Manufacturer narrative:
Device was used for treatment, not diagnosis. No reported patient or surgical involvement. (B)(4). Device is an instrument and is not implanted/explanted. It is unknown at this time if the complainant part will be returned for manufacturer review/investigation. (B)(6). Without a lot number, the device history record review could not be requested. Investigation could not be completed and no conclusion could be drawn as no device was returned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that two (2) pairs of reduction forceps with serrated jaw-ratchet have stripped teeth and are no longer self-retaining. This issue occurred over time. Additional information pertaining to the event is unknown. However, it was noted that there was no patient or procedural involvement. This is report number 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: a service history review was attempted. The investigation of the complaint articles has shown that: part no. 399.99, lot no. Unknown - indicated that no service history review can be performed because the lot/serial number is unknown and cannot be traced. The manufacture date is unknown. The service history review is unconfirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: two (2) reduction forceps with serrated jaw (part: 399.99 / lot(s): a7na24 and t102724) were received with the complaint category of ¿does not/will not function: will not hold.¿ a device history record (DHR) review, visual inspection, functional test, and drawing review were performed as part of this investigation. The complaint condition is confirmed as both devices were received intact with a loose holding mechanism and bent distal tips. When functionally tested, the forceps each did not hold as intended due to the damage and toggle at their respective pivot points. A root cause could not be definitively determined due to the unknown use and maintenance over the lifetime of each device. However, the returned parts were determined to be suitable for their intended use when employed and maintained as recommended. Further evaluation shows that these returned devices are part of the small fragment instrument and implant set and are utilized in various procedures for fracture reduction. This information is provided per the small fragment locking compression plate (lcp) system technique guide. The ratchet mechanism on each returned device shows worn edges. Bending and scraping were observed on the distal tip of each device such that the points would no longer properly align. The balance of each device is in working condition. Thus, the complaint condition is confirmed, consistent with the reported condition, and can be replicated. A review of the current design drawing was performed. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. Damage of this nature is consistent with significant use and an application of substantial force to the distal tip of the devices. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device history record review: manufacturing date: april 15, 2014. Review of the device history records showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications confirms that the material, components, and final product met inspection records. All (B)(4) parts of the lot were checked for features and function. No non-conformance reports were generated during production. Service history record review: a service history of the past (B)(6) years has been reviewed for part 399.99 with lot t102724. No service history review can be performed as the item has not previously been sent in for service. There is no relevant information to the current complained issue. The manufacture date of this item is april 15, 2014 (release to warehouse). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.